Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt, add gel messages) was isolated to the electrode belt¿s pulse wire and yellow gel fire wire being broken at the rear-1 therapy electrode (te), causing the electrodes to be non-functional. The root cause for the broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt and add gel messages.